Manufacturer narrative:
(B) (4). Additional MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received that stated the pt was receiving an infusion via an implantable portal access system. The suspect medical device was utilized as the needle and the cannula of the needle was inserted into the portal of the access system. While retracting the cannula from the portal the cannula broke off and remained lodged within the portal of the implanted access system. The needle was removed without surgical intervention.